Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-01548. This report is being submitted as additional information. Age of device: 0 days. The patient remained ongoing on vad support until they expired on (B)(6)2018 ( reference MFR# 2916596-2018-01519). A specific cause for the reported event cannot be conclusively determined. The heartmate iii lvas instructions for use (IFU) states the steps to ensure proper engagement of the cuff lock are provided. The section on preparing the ventricular apex site states to target suture placement between the metal ring and the circumferential line marked on the apical cuff. The section on securing the pump and connections states to obtain hemostasis prior to closing all wounds. The IFU also warns that a complete backup system must be available on-site and in close proximity for use in an emergency. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that during the implant procedure, after the pump was locked into place (evidenced by yellow markings on apical cuff lock not visible), the pump pulled up off of the apical cuff, still in a locked position. The apical cuff was unlocked, retracted, repositioned and locked back into place without difficulty. There was no reported delay in the procedure nor was there any adverse impact to the patient due to the event. No further information was provided.